Event description:
Additional information received from the patient reported that the patient first started experiencing the issues since (B)(6) 2016. The patient called someone and he helped the patient.

Event description:
The consumer, via a manufacturing representative, reported getting a shocking feeling when adjusting program settings. The device now pulsed and the patient did not know how to set up programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.